Event description:
Event description guidant received information that two weeks post implant this right ventricular lead was not capturing and had an impedance measurement of 1400 ohms. The lead was successfully repositioned, resulting in excellent pacing and sensing thresholds. No adverse patient effects were reported.